Manufacturer narrative:
B4.date of this report 21 january 2025. G3.date received by the manufacturer? 21 january 2025. H6.medical device problem code (a) corrected to 2900.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On november 08th, 2023, senseonics was made aware of an incident where the user received no sensor detection alerts which led to to early sensor removal.

Manufacturer narrative:
The user reported that he was having trouble with detecting the sensor. A return material authorization (RMA) was issued for the return of both sensor and transmitter for further investigation. However,only sensor was returned for investigation. Review of the alert history confirmed that the user had frequent no sensor detected alerts throughout the period the sensor was inserted. The investigation on the returned sensor showed a stable signal in the placement guide in the app, with no disconnections observed, ranging from excellent to low signal as the transmitter was placed right against the sensor to 12 mm away. Therefore, the no signal complained from the customer could not be confirmed. No malfunction was observed with the sensor to transmitter connection. Per the case notes, in a video conference with the user and support team, it was noticed that the insertion made on the back of user arm near a muscle and the user confirmed he cannot feel the sensor. The user potentially had an issue finding optimal placement of the transmitter over the insertion site and the sensor was inserted too deeply or at an angle. The replacement transmitter did not resolve the issue, thus a new insertion was offered to the user. B4. Date of this report: on 05 february 2025. D9 device available for evaluation? Yes, on 19 dec 2024. G3. Date received by the manufacturer? On 05 february 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.